Event description:
It was reported to st jude medical that the lead and ICD were explanted when the pt received inappropriate shocks. When stored electrograms were observed, noise was present. A lead impedance of 4000 ohms was also seen. X-rays showed external coil fracture (rib-clavicle crush).